Event description:
The information received from the affilliate states that this patient (age gender unk) was presented to the inventionallab for an angioplasty procedue of a lesion located below the knee in the peroneal artery. The vessel was described as hevaily calcifed. The physican made access to the patient in the femoral artery (side unk). A 6fr cordis sheath was inserted in the inguinal area, a gudewire was passed to the lesion, with difficulty due the calcification of the vessel, and after proper inspection and preparation, the physician passed a balloon catheter to the lesion. Upon inflation of the ballon with an indeflator, the balloon would only partially inflate. This would happen with three balloons. A fourth balloon was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The products will be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents two products with similar failures with the same catalog and lot numbers. This is the second of three products involved with this event, which is associated with mfg report # 9610978-2005-01652 and # 9610978-2005-01653.